Event description:
The following has been reported: biomed reported: pump (B)(6) has unresponsive touchscreen, pump was cleaned and reset and still unresponsive. A preliminary review identified the following issue: mechanical hardware failure (screen, no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due an inactive lcd touchscreen. The device was opened for internal investigation, and it was discovered that the lvds ribbon cable was not fully inserted into its connector. After the ribbon cable was reseated, the device passed all tests without any issues.